Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason on unknown date. Customer¿s blood glucose level 151 mg/dl at the time of incident. Customer was treated with manual shot. Customer also reported that the insulin pump was under delivering. Customer was not using auto mode. Customer mentioned that the nurse changed the settings on the insulin pump when he was hospitalized. Troubleshooting was performed for under delivery and high blood glucose. The insulin pump and reservoir will not be returned for analysis.